Event description:
It was reported that cartridge alarm 30 occurred during load process, and caller noted cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty status and address, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.